Event description:
It was reported that during preparation, while the stent delivery system (sds) of the vision 4.0 x 18 mm was removed from the dispensor hoop, the stent implant became dislodged from the sds outside the patient anatomy. The device was not used on the patient. No additional inforamation was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) found no blood or contrast visible, and the balloon was tightly folded, which is consistent with the device not being used. The undamaged stent implant was found dislodged from the balloon; therefore, confirming the incident. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. The stent implant outer diameters met manufacturing specification. The protective sheath was not returned for analysis; therefore it is unknown how it may have contributed to the reported difficulty. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. In this case, it is possible that pressure was inadvertently applied during removal of the protective sheath, such that the stent became disrupted on the balloon and dislodged as a result, although this cannot be confirmed. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement/security. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents. There is no evidence to suggest a potential product deficiency.